Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that two weeks post-implantation, the patient returned to the physician, who noted that the patient was doing well, with no issues. One week later, the patient returned to the physician again, who noted that the patient was still doing well and had no issues. Per the physician, the patient has not followed-up with the physician since this appointment, and the patient has never reported of having any complications. According to the physician, all other information is unknown.

Manufacturer narrative:
.